Manufacturer narrative:
Other relevant device(s) are: product ID: 8596sc, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter, ubd: 03-dec-2013, UDI#: (B)(4). Product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter, ubd: 24-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of gablofen at 50 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported the patient was scheduled for a normal pump replacement due to the elective replacement indicator (eri)/end of service (eos). While prepping for surgery, the doctor noted a soft, swollen area under the previous spinal incision. The doctor suspected the area was fluid filled. Regarding diagnostics/troubleshooting performed, the doctor aspirated cerebrospinal fluid (csf) from the catheter access port (cap). It was indicated when the doctor opened the pump pocket and attempted to aspirate csf from the cap, there was slow csf aspiration from the cap. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding interventions/actions taken to resolve the issue, the patient¿s catheters were completely explanted and replaced on (B)(6) 2018 with a new catheter. The new catheter was implanted at c7. When the doctor opened the previous spinal incision, copious amounts of clear fluid drained out, presumed to be csf. No testing was done to confirm the fluid, and the source of the fluid was not visualized. Per device registration, the pump was replaced at this time as well. It was reported the catheters were discarded by the customer and would not be returned for analysis. It was reported the issue had been resolved at the time of the report. The patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event and patient weight were unknown. The patient¿s medical history included severe spasticity.